Event description:
A report was received that the patient went to the ER due to experiencing discomfort and pain at the pocket site. The ER physician said the patient does not have an infection but it looks like her body may be rejecting the device. The patient's symptoms included redness and moderate swelling. The patient's precision device was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted devices were not be returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.